Event description:
The patient's spouse reported a sudden loss of therapeutic effect. The patient experienced pain, rigidity, sweats and dyskinesia. The spouse stated the patient's neurostimulator was on; the patient's symptoms become worse with the neurostimulator off. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.